Manufacturer narrative:
THE INSTRUMENT INVOLVED IN THIS COMPLAINT HAS BEEN RECEIVED AND TESTED BY FAILURE ANALYSIS. THE INSTRUMENT WAS FOUND TO HAVE A DAMAGED GRIP CABLE.

Event description:
IT WAS REPORTED THAT THE CUSTOMER EXPERIENCED AN ISSUE WITH AN INTUITIVE PRODUCT. THE CUSTOMER REPORTED EVENT HAS NO REPORT OF PATIENT INJURY.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The Curved-Tip 30 Stapler instrument was analyzed and found to have a broken grip cable at the pivot tube. The cable was completely broken, and the segment containing the crimp was no longer intact. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that could have contributed to the cable failure. Additional observation Failure Analysis found the primary failure of instrument other component broken to be related to the customer complaint. The instrument was found to have the drive shaft broken from the cardan shell. The drive shift was fully detached from the cardan shell.The probable root cause of the reported event is attributed to the broken grip cable commonly caused from damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.The probable root cause of the broken drive shaft is attributed to usage-related damage.